Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 51 mg/dl. Reportedly, the pump basal rate needs to be adjusted. Reportedly, the customer is in contact with their health care professional about adjusting the pump basal rate. Customer addressed low bg levels with juice.